Manufacturer narrative:
Block d2b: additional pro code qon. Model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1u311991, model/catalog description: tined lead, unique identifier (UDI) #: ((B)(4). Block g4: additional premarket / 510 (k) p190006. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent explant of the neurostimulator and tined lead due to the device causing the patient discomfort and pain.